Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology would not activate. The following information was provided by the initial reporter: cathena needle safety device did not deploy.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology would not activate. The following information was provided by the initial reporter: cathena needle safety device did not deploy.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 17-apr-2023. H6: investigation summary: our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of safety shield activation failure (catheter) was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no abnormalities or damages present. The sample was functionally tested, and the safety was activated as intended. Bd cannot determine a root cause for the failure mode reported since the defect was not confirmed during the sample evaluation. Production records were reviewed, and this batch meets our manufacturing specification requirements.